Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. The patient was discharged on dual antiplatelet medication post procedure. During the 45 day follow up imaging appointment, a 2.1mm by 0.8mm thrombus was identified on the face of the closure device. The patient's medication regimen was updated to xarelto 20mg and aspirin. The thrombosis was to be reassessed six weeks later. No further patient complications were reported. It was further reported that the thrombus was pedunculated and located on the posterior side of the closure device by the limbus.

Manufacturer narrative:
B5: describe event or problem - updated to describe characteristics of the alleged thrombus.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. The patient was discharged on dual antiplatelet medication post procedure. During the 45 day follow up imaging appointment, a 2.1mm by 0.8mm thrombus was identified on the face of the closure device. The patient's medication regimen was updated to xarelto 20mg and aspirin. The thrombosis was to be reassessed six weeks later. No further patient complications were reported.